Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4)has been listed in and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. New jersey, USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was blocked and unable to inject medication. The following information was provided by the initial reporter: "needle blocked".

Event description:
It was reported that the unspecified bd¿ pen needle was blocked and unable to inject medication. The following information was provided by the initial reporter: "needle blocked".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 13sep2022. H6: investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: customer returned (1) used 32gx4mm pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needle was examined, and no damage was observed to either the patient end or non-patient end cannula. The sample was tested for flow using a test pen injector and was able to expel properly. The alleged issue could not be confirmed based on the sample provided. No DHR review can be carried out as lot number is unknown. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.